Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, it was noticed that the conical tip was cloudy. Another kit was opened and used to complete the case. No pt complications were reported.